Event description:
During a ptca procedure, the balloon of the maverick2 monorail ptca catheter separated during the initial inflation. The lesion being treted was a calcified tortuous lesion in the distal right coronary artery (rca). The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as "ok".